Manufacturer narrative:
(Device codes): problem code 2907 captures the reportable event of ro marker band detached. Visual examination of the returned device revealed that the working length was free of obvious kinks and bends. The ro marker was not present in the device. The device was inspected under magnification, and it was observed that the guidewire lumen was completely torn, which is evidence that the guidewire was pulled through the catheter wall. Analysis of the returned device indicated that the guidewire was pulled through the catheter wall, causing the guidewire lumen to tear and the ro marker to detach. Based on the information available, it is most likely that the customer pulled the guidewire through the catheter wall instead of following the directions for use in the device removal section. Therefore, the investigation conclusion code for the reported complaint will be documented as failure to follow instructions, since the problems traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula tapered tip was used in the bile duct during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the radiopaque (ro) marker band detached into the bile duct when the device was pulled. The tip of the device was also torn when the device was removed from the scope. In the physician's assessment, the ro marker will pass naturally. The procedure was completed with a second tandem rx cannula tapered tip. There were no patient complications reported as a result of this event..

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula tapered tip was used in the bile duct during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the radiopaque (ro) marker band detached into the bile duct when the device was pulled. The tip of the device was also torn when the device was removed from the scope. In the physician's assessment, the ro marker will pass naturally. The procedure was completed with a second tandem rx cannula tapered tip. There were no patient complications reported as a result of this event.